Event description:
A malfunction was reported on the customer's pump, marked by a malfunction code 12. The customer did not report any adverse impact to their blood glucose level, as the levels were not disclosed. Technical support assisted the customer in resetting the pump and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the problem reappeared, which they acknowledged.